Event description:
It was reported that when the patient presented to the clinic, high right ventricular (rv) lead impedances were noted. The rv lead was capped, and a new rv lead was implanted on (B)(6) 2022. There were no adverse health consequences.